Manufacturer narrative:
Evaluation summary: the product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution was observed on the returned product. The product was returned and damaged was observed. Product history records were reviewed and all documents indicate the product met release criteria. The product investigation could not identify a root cause for the damage, our observation reasonably suggests that it is not manufacturing related. Due to the condition of the returned sample, the damage is potentially related to customer handling. There have been no other complains reported in the lot number. (B)(4).

Event description:
A surgical technician reported that an intraocular lens (iol) was exchanged from a pt seven months following implantation. The pt was experiencing dysphotopsia, impaired vision, and glare disability prior to the exchange. In a follow up, the surgeon reported that the event resolved with the treatment (iol exchange). The iol was exchanged for a monofocal model lens.